Event description:
It was reported that the customer was hospitalized due to high blood glucose readings. Customer was treated with manual injections and insulin drips at the hospital and then placed in the intensive care unit. It was noted that the tubing was clogged and insulin was not traveling through the tubing prior to the hospitalization. Customer also mentioned that the insulin pump did not alarm no delivery. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.